Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. It was reported that due to the sensor issue, the patient passed out on the floor. The patient reportedly took 3 glucagon shots. No other event details prior to passing out was available. At the time of the report, the patient was doing better. There was no data available to review for the reported. Event date 09/13/2025. Performance data was reviewed for 09/14/2025. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.